Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. None of the keys spring back or click normally. There was evidence of keypad contamination found under the key contacts. Evaluation revealed that the bolus button required hard presses but responding to presses. The internal plug of the bolus button was found to be misaligned and contamination was found under the bolus button. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the bolus button is defective and does not respond. There is no additional information available at this time. This report is being made based on the alleged bolus button malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).